Event description:
It was reported on (B)(6) 2018 by the equinoxe shoulder study database that the patient describes history of at least 3-5 anterior instability events. The patient also states the subluxations that are self reduced. The patient was scheduled and will have left shoulder revision surgery. And the revision was completed on (B)(6)2018. The case report form indicates this event is possibly related to devices and definitely related to procedure. This event report was received through clinical data collection activities., which also indicate the problem is resolved.

Manufacturer narrative:
Correction. Explant date was (B)(6) 2018.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision of shoulder components due to instability. This event report was received through clinical data collection activities.